Manufacturer narrative:
(B)(4).

Event description:
Lap gastric bypass/lap chole. Dr averbach reported that the metal endostitch suture will not stay within the jaws of the hand piece. The metal suture keeps falling out of the jaws. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 mins.